Event description:
Patient had gastric band placement 14 years ago in another city, but had difficulty eating solid food for first few months and had several fluid removal adjustments with improvement. For last 18 months has worsening reflux, food getting stuck, night time reflux and n/v (nausea/vomiting). Ugi (upper gi) in (B)(6) of this year showed gastric erosion. Whole band was in stomach.